Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 03:19:40. During night drain cycle three, the patient's ultrafiltration reading was 847ml, indicating the home patient (hp) drained 847ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.